Event description:
Customer reports during a ureter stent placement procedure on a male, the fluoro would not work. Patient was moved to another room for completion of procedure. Patient's outcome was good. No reported injuries.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshot system and found a blown 50 amp line fuse in the sedecal generator. Replaced fuse and the generator powered up normally. Fse verified proper performance of the generator according to sedecal service manual. Fse exercised generator in all exposure modes with no further problems. System reentered to full service by the customer.